Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported incorrect volume infused on a syringe pump. The rate was 0.956ml/hr. At 11:30 the infusing message stated that the infused volume was 0.1499 ml. The pump was shut down at 11:34 and was restarted to update to the new monthly drug library. It appears that the stopped message at 11:34 incorrectly displayed the infused volume as 18ml which was the initial volume. This is an incorrectly sent infused volume and not accurate. The error was noted when the infused volume populated in cerner¿s iaware infusion management as over 18ml, when the patient had only been receiving 1-2ml per hour depending on infusion boluses. There was no patient injury due to event.

Event description:
It was reported that the incorrect volume infused on a syringe pump. The device was programmed for fentanyl at a rate of 0.956ml/hr. At 11:30 the infusing message stated that the infused volume was 0.1499 ml. The pump was shut down at 11:34 and was restarted to update to the new monthly drug library. It appears that the stopped message at 11:34 incorrectly displayed the infused volume as 18ml which was the initial volume. This is an incorrectly sent infused volume and not accurate. The error was noted when the infused volume populated in cerner¿s iaware infusion management as over 18ml, when the patient had only been receiving 1-2ml per hour depending on infusion boluses. There were no adverse effects caused to the patient from the event.

Manufacturer narrative:
Additional information added to: per clinical review; revised file from reportable malfunction to non-reportable per the standard work instruction 1502-004-000-swi-inf, medical device reporting MDR guidelines alaris, v02, section 32. Changed h6 device code from 2339 to 3196.